Event description:
The customer used the device to check blood glucose and obtained a result of 160 mg/dl. Took normal insulin dosage. Family member and spouse checked glucose because they thought something was wrong and they obtained a result of 116 mg/dl. Emts were called. They gave ice cream and when the emts arrived they checked glucose and the level was 47 mg/dl. Was treated with an IV and also given a glucose injection. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.